Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient also had to charge the ipg frequently to where it caused burning sensation at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several years prior to the date the manufacturer became aware.